Manufacturer narrative:
Livanova service representative was dispatched to the hospital. The technician performed additional tests and could not reproduce the failure reported. The device was returned for further investigation at (B)(4), where neither visual inspection nor extensive testing showed any deviation. The failure described by customer could not be confirmed or reproduced. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the s3 bubble detector sensor, low level ii gave a false level alarm causing the electronic remote clamp to close during a procedure. The surgical procedure had to be stopped for several seconds due to this incident. There was no report of patient injury.